Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low battery during testing noted. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of low blood glucose of 38 mg/dl and that the insulin pump alarmed low battery. Troubleshooting found that the pump has alarms in the pump history and that the customer has doubled the basal amount but her blood glucose does not change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.